Manufacturer narrative:
A ge service rep performed an onsite investigation. No further repair info is unavailable at this time.

Event description:
The customer reported that there was no image on the monitor and only a white square was displayed. This resulted in a loss of live image. There is no report of pt injury associated with this event.